Event description:
It was reported that approximately 26 months post implant of a bifurcated device, two limb extensions, and a suprarenal aortic extension, the patient developed an endoleak. The physician decided to correct the endoleak by implanting competitor devices. The patient was reported to be doing stable post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical evaluation, the type iiib endoleak was confirmed. The clinical review noted that the right proximal aorta, near the superior stent margin of the main body, had been angioplastied many times, and might have contributed to the eventual hyper-dilation of both the cuff and main body, and might have been the causative factor for the type iiib endoleak. The following were other possible contributing factors: the cuff and main body diameters were the same size; coverage of both hypogastric arteries; right common iliac artery angulation of greater than 90°; the bilateral iliac artery diameters greater than 2.3 cm; the presence of patent inferior mesenteric artery and multiple lumbar arteries; moderate calcifications at the bifurcation and iliacs; and use of antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.